Manufacturer narrative:
(B)(4).   If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Top of impactor broke off during insertion of pinnacle shell. No damage to implant. Operation successfully completed. Backup instrument used to complete case.

Manufacturer narrative:
Product complaint # : (B)(4) investigation summary : the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re\2010 opened as necessary.